Event description:
It was reported that the customer was experiencing high blood glucose. The blood glucose at time of call was 278mg/dl. It was stated that the customer was suffering from ketones, nausea, and faint. It was stated that insulin was leaking into the reservoir compartment. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.